Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Lesion details are unknown. This 8mm x 3.00mm nc quantum apex mr balloon catheter ruptured at about rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Lesion details are unknown. This 8mm x 3.00mm nc quantum apex mr balloon catheter ruptured at about rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and magnified inspection revealed a longitudinal tear in the balloon wall from the proximal end to the distal end of the balloon. There were no irregularities in the balloon material. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).